Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (b)(6) 2026. On (b)(6) 2026 the patient removed the sensor due to intermittent signal loss and discomfort. The next day (b)(6) 2026, at approximately 8:30 PM, the patient sought medical attention at the hospital because of discomfort at the sensor insertion site on the arm. The skin reaction was observed to extend beyond the patch area, occurring at both the needle puncture site and the patch adhesive site. The reaction was described as redness, skin inflammation/swelling, skin infection, itchiness, rash, pain/discomfort. The patient was prescribed Doxycycline Hyclate 100 mg, to be taken twice daily for 7 days, and was discharged home afterward. The patient continues to experience pain and tenderness upon touch at the affected area; however, overall, he is doing well. At the time of the report, patient condition was stable. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(b)(4).Labeling indicates: Inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. redness, swelling, bruising, itching, scarring or skin discoloration).